Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(4) 2011, inratio: 6.7, lab: 4.7. Meter and lab testing occurred within one hour of each other. Caller reports that patient's results are often erratic for unk cause. Pt self tester tests every 2 weeks.